Manufacturer narrative:
No product returning for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge did not fit on the pump. The customer was able to load a new cartridge successfully. There was no reported impact to customer's blood glucose level.